Event description:
It was reported that the system had a charger failed error saying to reboot the system. This prevented the system from functioning. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament regulator and generator drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.